Manufacturer narrative:
The data provided initially was in error. The MDR previously sent is not accurate. It should be disregarded as an adverse event. There is no reported problem or issue with the lens. It remains implanted. The manufacturer internal reference number is: (B)(4).

Event description:
The data previously reported was inaccurate. The reporter made a mistake and the lens was this file was not involved in any type of adverse event. The lens remains implanted in a patient's eye with no reported problems.

Manufacturer narrative:
A sample lens was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are 2 other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that 2 months after an intraocular lens (iol) was implanted, it was exchanged for another lens of same model and diopter due to the patient reporting blurred vision and there was a persistent refractive error. Additional information was requested.